Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. An evaluation of the customer¿s provided photos was performed. According to pictures provided by customer, reddish material was observed inside clear pebax. Based on the photos alone, the customer¿s reported complaint was confirmed. The initial visual inspection of the returned complaint product revealed no physical damage. Then, during the second visual it was found a hole and reddish material was observed inside the pebax with exposed metals. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly; the force values were observed within specifications. An electrical test was performed it was also found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed, and no internal action was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the procedure, an abnormal force value was observed from the thermocool® smart touch¿ electrophysiology catheter as the force values were displayed high and unstable and a bad/partial ECG noise issue was also observed. It was also reported blood seeped into the spring catheter window. The catheter was replaced to complete procedure without further issues. A st. Jude sheath was in use. There were no patient consequences. Additional information received indicated there was no difficulty while maneuvering the catheter or during the withdrawal. The customer¿s reported force, noise and damaged tip issues were assessed as not reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. Although the customer provided a picture of the complaint catheter and a reddish material could be observed inside the pebax; no physical damage such as exposure of internal component or holes could be observed. Should more information become available, this record will be revised and the reportability of the complaint may be reassessed. On 5/5/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection revealed no physical damage. On 5/25/2020, during a second visual inspection, a reddish material inside the pebax and a hole on the pebax with internal metal exposed. The issue of a ¿hole¿ in the pebax has been assessed as MDR reportable malfunction since the integrity of the device has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 5/25/2020 and reassessed this complaint as reportable.